Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss. The sleeper implant was accessed on (B)(6), 2009.

Manufacturer narrative:
(B)(4). Device was not returned for analysis.

Manufacturer narrative:
Per patient's surgeon, device is not available for analysis.(B)(4). Device not available for analysis.

Event description:
The facility representative contacted baxter to report an infusor that leaked into the overpouch. The connection port came away from the line. The device was infused with benzyl penicillin 7200 milligrams and 0.9% sodium chloride diluent. There was no adverse event, patient injury or medical intervention associated with this report. The event occurred before patient use. There is no further complaint information available.